Event description:
The reason for call was patient had not been able to sleep for the last 4 nights. Patient said the stimulator felt like it was not acting correctly. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".